Event description:
It was reported that the patient experienced pain in left arm/hand. It was further reported that the patient experienced vibrating from the implantable pulse generator (ipg). The ipg remains in use. It was further reported that the patient experienced extracardiac stimulation. It was noted that the patient had pulsing in their left pectoral muscle over the ipg since around time of implant. It was noted that it wakes the patient up at around 2:30 am every morning and lasts about three minutes. Capture management was programmed off. The patient also experienced pain over the ipg site and into their heart. It was discussed that the stimulation could be from the atrial lead position check which runs at 2:45 am. The right atrial (ra) lead was temporarily reprogrammed and as soon as pacing started, patient started crying out. The alpc was subsequently programmed off. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.